Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/25/2012 and was last evaluated on 12/02/2012. Evaluation of the device observed the locking mechanism did not function when a reciprocating blade was installed. When rotated, the locking blade did not return to the original initial position. A locking spring that does not functioning properly could have allowed the locking blade to stay in the incorrect position and the saw blade to not become locked within the attachment. The cause of the customer's event is more likely the locking spring not functioning properly. The device was serviced and returned to the customer.

Event description:
It was reported that the universal reciprocating saw attachment would not twist, allowing for release of blade. Staff was compelled to use mallet to release blade. There was no patient harm or delay reported.